Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the jaws of the reload are clamped with a full complement of staples. The proximal end of the adapter was broken and received separated from the reload. The articulation flag was bent. Pmv functional testing could not be done due to the state of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic low anterior resection (lar) procedure. For the first firing, used the powered handle and a reload. The surgeon approached the rectum and articulated the jaws. However, a strange sound was heard and could not return the jaws to the straight position. The surgeon tried to articulate the jaws to the opposite side by force, the pivot point was broken, then could return the jaws to the straight position. The broken part of the cartridge was retrieved from the cavity. Replaced by a new reload, connected to the powered handled, and the procedure was completed with no problem. There was no patient harm. The status of the patient is no problem.